Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulsed field ablation catheter was selected for use. The device was prepared according to instructions and deployment test was done successfully. The physician advanced the catheter into the body and deployed in the left atrium. The physician attempted to pull back the guidewire and found that it was stuck. The catheter was removed from the patient and tried a new guidewire, but could not be inserted. The catheter was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory where it's waiting for analysis.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulsed field ablation catheter was selected for use. The device was prepared according to instructions and deployment test was done successfully. The physician advanced the catheter into the body and deployed in the left atrium. The physician attempted to pull back the guidewire and found that it was stuck. The catheter was removed from the patient and tried a new guidewire, but could not be inserted. The catheter was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory where it's waiting for analysis.

Manufacturer narrative:
The device was returned to boston scientific for analysis. Upon device return and inspection, no outer abnormalities were observed. A known good guidewire was then inserted through the device successfully, and no unusual resistance was felt. Subsequently, the device was deployed to basket and flower without difficulty. No tissue or foreign matter was noted on the catheter or in the sterile pouch. The complaint was not confirmed through cis analysis.